Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 544 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s blood glucose level was 455 mg/dl at the time of call. Troubleshooting for high blood glucose was performed. Customer advised they changed out their infusion set however their high blood glucose issues remained unresolved. The customer stated that there was no issue with insulin pump programming. The insulin pump will not be returned for analysis.